Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 17009529m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products used: product name: navistar tc st curve f, us catalog #: unknown, lot #: unknown; product name: soundstar catheter, us catalog #: unknown, lot #: unknown; for the non-bwi products used (viking bard and cordis 9fr sheath) cordis and bard medical have been notify. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac valve rupture which required surgical intervention for a mitral valve replacement and extended hospitalization. It was noted that this patient had a medical history of cardiac failure due to a coronary disease that may have contributed to this event. The patient fully recovered with no residual effects. The physician noted that the tip of the catheter was damaged. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and pebax was permanently deformed and ripped. The rest of the tip was not damaged. The deformation was caused by an external force sufficient to permanently yield material. Additionally, mechanical damage was also observed on tip dome and rings of catheter. No visible sign of blood in force area was observed. A sem analysis was performed and there was no evidence that the damage was related to fatigue or material degradation. Furthermore, it was attempted to reproduce the pebax damage and it was concluded that the pebax sleeve may have been pinched in the procedure or during the removal process. It remains unknown how the catheter got stuck inside the mitral valve. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. However, it remains unknown how the catheter got stuck in the mitral valve and how the pebax was damaged. An internal corrective action has been opened to address damage pebax on smart touch.

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac valve rupture which required surgical intervention for a mitral valve replacement and extended hospitalization. It was noted that this patient had a medical history of cardiac failure due to a coronary disease that may have contributed to this event. The patient fully recovered with no residual effects. The physician noted that the tip of the catheter was damaged. The catheter has not been returned for analysis yet. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).